Manufacturer narrative:
Additional information : the actual sample was received for evaluation. A visual inspection on the returned sample was performed which revealed that the unit presented a fading. The reported condition was verified during the initial inspection; no functional testing was performed. The cause of the condition was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set had presented a fading that may contain residue. This issue was identified during priming. There was no patient involvement. No additional information is available.